Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced patient bag remained at the same level for several hours despite pump running and no alarms from the pump. It occurred on patient with unknown medication, rate and dose. Or care area. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to an under-infusion when the flow accuracy test showed the device under-infused (B)(4)%. The cause was determined to be out of adjustment pressure plate travels. Due to an unauthorized repair, the device was found to be unserviceable. Should additional relevant information become available, a supplemental report will be submitted.